Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description and returned device. The complete filter device was returned. The jugular introducer with loaded filter was placed inside the sheath with the primary filter legs peeping out from the sheath tip. The cap of the y-fitting has separated. An investigation of the sheath revealed a minor kink approx. 26cm from the distal tip and two incipient filter leg perforations 34.5cm and 35.5cm from the tip. The filter could be advanced and released without difficulties and was found in proper shape and without any damage. Based on these findings the exact reason for the difficulties encountered cannot be determined, but torturous anatomy may have caused them; under normal conditions the introducer sheath is strong enough to accomplish the procedure, but it may kink if excessive force is used to advance it through tortuous anatomy and the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. According to IFU excessive force should not be used to place the filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-jp-jug-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a male patient with dvt underwent ivc filter placement. After the sheath contained in igtcfs-65-jp-jug-tulip was advanced to the vena cava by right internal jugular approach, advancement of the component filter through the sheath was conducted. However, the filter got stuck in the sheath on the way. Another igtcfs-65-jp-jug-tulip (lot#: e3444465) was used instead, with which the procedure was completed successfully. Patient outcome: no adverse effects to the patient.